Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had started to vibrate and beep loudly. A review of the alarm history confirmed the last alarm was for low cartridge on (B)(6) 2013. The pump was not set in suspend and the basal rate was set accurately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and alarm history showed shows no activity outside of normal use. The pump powered on and displayed the ¿verify¿ screen. During testing, the pump completed the ¿ez-prime¿ steps and was exercised for 24 hours successfully with no call service alarms occurring during the duration test. The pump¿s cover was removed; no intermittent condition or damage was found to the printed circuit board. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.